Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen turns black during long cycles replaced control panel in an arctic sun device and pm2a to perform, not performed on-site or planification mistake. Per review of work order on (B)(6) 2025, there was no patient involvement. Per follow up information received via mail on 12jun2025, the device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per sample evaluation results received via task on 04aug2025, it was reported that the arctic sun device could not go higher than 26c. There was a defective level sensor.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed heater. The device was evaluated upon receipt. It was found that the device would not heat past 26° due to a defective heater. The heater was replaced during a 2000h pm. Functional verification test and ctu calibration were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen turns black during long cycles replaced control panel in an arctic sun device and pm2a to perform, not performed on-site or planification mistake. Per review of work order on 12jun2025, there was no patient involvement. Per follow up information received via mail on 12jun2025, the device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per sample evaluation results received via task on 04aug2025, it was reported that the arctic sun device could not go higher than 26°. There was a defective level sensor.

Event description:
It was reported that the screen turns black during long cycles replaced control panel in an arctic sun device and pm2a to perform, not performed on-site or planification mistake. Per review of wo on 12jun2025, there was no patient involvement. Per follow up information received via mail on 12jun2025, the device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per sample evaluation results received via task on 04aug2025, it was reported that the arctic sun device could not go higher than 26c. There was a defective level sensor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. Complete initial reporter facility name: (B)(6) pharmacy service. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.